Event description:
While removing the bridle and nasogastric tube (ngt) from the patient, the bedside registered nurse (rn) and charge rn noticed that the patient was experiencing a lot of pain. When assessing, the septum of the patient had been cut and the bridle was stuck in-between the septum. The bridle was cut and slowly guided out of the septum/nose. Wound care was provided after removal. Md was notified and a wound care consult was placed. Package had been thrown out at the time the ng and bridle was placed.